Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a power failure alarm from the insulin pump. The customer stated that when she boluses, she believes she does not get all the insulin or it may be delivering slower than normal. The customer stated that her control is not very great and she has been high and went to bolus. The customer treated the high blood glucose readings with a manual injection. The customer stated that there was a "power failure" alarm after rewinding the pump. The customer stated that she has received 3 or more power failure alarms in the last 2 months. The customer stated that the high blood glucose have been going on for a month. The customer declined to troubleshoot for high blood glucose.